Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune disorder") in a 32-year-old female patient who had essure (batch no. Dg11552-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression, gravida I and parity 1 (date of births: (B)(6) 1998.). Concurrent conditions included migraine (gradually slowed down after hysterectomy:). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), dyspareunia ("pain during intercourse (mainly left side lower abdomen & during sex during intercourse- sharp pain)"), migraine ("migraine headaches"), alopecia ("hair loss"), disturbance in attention ("concentration issues"), abdominal distension ("severe bloating"), abdominal pain ("abdominal pain"), abdominal pain lower ("horrible severe and persistent lower abdominal pain"), allergy to metals ("normal allergy to nickel/hypersensitivity reaction to nickel or any other component of essure (hair loss, headaches, pain, hives, feeling of being out of my head)/allergic to nickel or any other component of essure") with rash, urticaria and feeling abnormal, stress ("emotional stress") and vaginal haemorrhage ("spotting everyday"). The patient was treated with steroid antibacterials, sertraline (zoloft), cetirizine hydrochloride (zyrtec) and surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, migraine, alopecia, abdominal pain and abdominal pain lower was resolving and the autoimmune disorder, anxiety, depression, dyspareunia, disturbance in attention, abdominal distension, allergy to metals, stress and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, disturbance in attention, dyspareunia, migraine, pelvic pain, stress and vaginal haemorrhage to be related to essure. The reporter commented: post essure removal she had no more hives, pain, bleeding or spotting, or hair loss. She used condoms as contraception method preceding essure placement. Pain killers- head aches/minimal: pain. Social history : patient drank coffee. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Pregnancy test - on an unknown date: negative. The allergist performed a panel of tests- the allergy panel came back normal. On an unspecified date, she underwent essure confirmation test. Type of test: dye. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune disorder') in a 32-year-old female patient who had essure (batch no. Dg11552-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time placing one of the coils / they had a hard time placing the coil on the left side". The patient's medical history included anxiety, depression, gravida I and parity 1 (date of births: (B)(6)1998.). Concurrent conditions included migraine (gradually slowed down after hysterectomy:). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), dyspareunia ("pain during intercourse (mainly left side lower abdomen & during sex during intercourse- sharp pain)"), migraine ("migraine headaches"), alopecia ("hair loss"), disturbance in attention ("concentration issues"), abdominal distension ("severe bloating"), abdominal pain ("abdominal pain"), abdominal pain lower ("horrible severe and persistent lower abdominal pain"), allergy to metals ("normal allergy to nickel/hypersensitivity reaction to nickel or any other component of essure (hair loss, headaches, pain, hives, feeling of being out of my head)/allergic to nickel or any other component of essure") with rash, urticaria and feeling abnormal, stress ("emotional stress"), vaginal haemorrhage ("spotting everyday"), headache ("headache "), genital haemorrhage ("spotting/bleeding or spotting/ spotting everyday") and vaginal discharge ("vaginal discharge"). The patient was treated with anti allergic agents, sertraline hydrochloride (zoloft), steroid antibacterials and surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, migraine, alopecia, abdominal pain and abdominal pain lower was resolving and the autoimmune disorder, anxiety, depression, dyspareunia, disturbance in attention, abdominal distension, allergy to metals, stress, vaginal haemorrhage, headache, genital haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, disturbance in attention, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, stress, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: post essure removal she had no more hives, pain, bleeding or spotting, or hair loss. She used condoms as contraception method preceding essure placement. Pain killers- head aches/minimal: pain. Social history : patient drank coffee. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Pregnancy test - on an unknown date: results: negative. The allergist performed a panel of tests- the allergy panel came back normal. -on an unspecified date, she underwent essure confirmation test. -type of test: dye. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this is delation case ((B)(4)), as it was confirmed that it is duplicated of case ( (B)(4)) ,all data transferd into this retension case. No new follow-up information was received from the reporter. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune disorder') in a 32-year-old female patient who had essure (batch no. Dg11552-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time placing one of the coils / they had a hard time placing the coil on the left side". The patient's medical history included anxiety, depression, gravida I and parity 1 (date of births: (B)(6) 1998.). Concurrent conditions included migraine (gradually slowed down after hysterectomy:). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), dyspareunia ("pain during intercourse (mainly left side lower abdomen & during sex during intercourse- sharp pain)"), migraine ("migraine headaches"), alopecia ("hair loss"), disturbance in attention ("concentration issues"), abdominal distension ("severe bloating"), abdominal pain ("abdominal pain"), abdominal pain lower ("horrible severe and persistent lower abdominal pain"), allergy to metals ("normal allergy to nickel/hypersensitivity reaction to nickel or any other component of essure (hair loss, headaches, pain, hives, feeling of being out of my head)/allergic to nickel or any other component of essure") with rash, urticaria and feeling abnormal, stress ("emotional stress"), vaginal haemorrhage ("spotting everyday"), headache ("headache "), genital haemorrhage ("spotting/bleeding or spotting/ spotting everyday") and vaginal discharge ("vaginal discharge"). The patient was treated with anti allergic agents, sertraline hydrochloride (zoloft), steroid antibacterials and surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, migraine, alopecia, abdominal pain and abdominal pain lower was resolving and the autoimmune disorder, anxiety, depression, dyspareunia, disturbance in attention, abdominal distension, allergy to metals, stress, vaginal haemorrhage, headache, genital haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, disturbance in attention, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, stress, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: post essure removal she had no more hives, pain, bleeding or spotting, or hair loss. She used condoms as contraception method preceding essure placement. Pain killers- head aches/minimal: pain. Social history : patient drank coffee. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Pregnancy test - on an unknown date: results: negative. The allergist performed a panel of tests- the allergy panel came back normal. On an unspecified date, she underwent essure confirmation test. Type of test: dye. This lot dg11552 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune disorder") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression, gravida I and parity 1 (date of births: (B)(6).). Concurrent conditions included migraine (gradually slowed down after hysterectomy:). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), dyspareunia ("pain during intercourse (mainly left side lower abdomen & during sex during intercourse- sharp pain)"), migraine ("migraine headaches"), alopecia ("hair loss"), disturbance in attention ("concentration issues"), abdominal distension ("severe bloating"), abdominal pain ("abdominal pain"), abdominal pain lower ("horrible severe and persistent lower abdominal pain"), allergy to metals ("normal allergy to nickel/hypersensitivity reaction to nickel or any other component of essure (hair loss, headaches, pain, hives, feeling of being out of my head)/allergic to nickel or any other component of essure") with rash, urticaria and feeling abnormal, autoimmune disorder (seriousness criterion medically significant), stress ("emotional stress") and vaginal haemorrhage ("spotting everyday"). The patient was treated with steroid antibacterials, sertraline (zoloft), cetirizine hydrochloride (zyrtec) and surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, migraine, alopecia, abdominal pain and abdominal pain lower was resolving and the anxiety, depression, dyspareunia, disturbance in attention, abdominal distension, allergy to metals, autoimmune disorder, stress and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, disturbance in attention, dyspareunia, migraine, pelvic pain, stress and vaginal haemorrhage to be related to essure. The reporter commented: post essure removal she had no more hives, pain, bleeding or spotting, or hair loss. She used condoms as contraception method preceding essure placement. Pain killers- head aches/minimal: pain. Social history : patient drank coffee. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Pregnancy test - on an unknown date: negative. The allergist performed a panel of tests- the allergy panel came back normal. -on an unspecified date, she underwent essure confirmation test. -type of test: dye. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.